Event description:
It was reported that data points were missing from the continuous glucose monitor graph. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.